Event description:
It was reported that the device was explanted after an implant duration of approximately 168 months, due to structural valve deterioration. In the operative report, it was noted that the patient was taken to the intensive care unit in stable condition. It was also noted that the patient tolerated the procedure well.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was initially learned through implant patient registry. Through followup with the surgeon, we learned the reason for explant and received a copy of the operative report. The device history record (DHR) review is currently in process.